Event description:
A customer contacted haemonetics on (B)(6) 2011 to report that here was a "centrifuge speed error" display on their orthopat machine. There was a sound from the header arm and blood leaked from the disk. Placement of the header arm could not be confirmed. No donor or operator injury was reported.

Manufacturer narrative:
Upon evaluation of the device, fluid was found in the power supply. The device was cleaned and the power supply was replaced. This device is covered under the (B)(6) orthopat recall remediation and will be scrapped once remediation action and the recall is complete. (B)(4).